Event description:
Reporter alleged blood glucose measured 90 mg/dl compared to the result on the nurse's meter of 46 mg/dl performed 1 minute apart. Customer stated two days later, the customer's meter read 309 mg/dl; however, he felt dizzy so that result was compared to the nurse's readings of 76 & 176 mg/dl taken within 10 minutes. As a result of the comparison, customer self treated with juice. No other actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.